Event description:
A non-healthcare professional reported that following the intraocular lens (iol) the patient was unhappy with vision. The iol has been exchanged in a secondary procedure. Clinical reason mentioned as incorrect iol power, patient doesn't like multifocal. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).